Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2011. (B)(4).

Event description:
It was reported that the unipolar right atrial (ra) lead was undersensing intermittently. It was noted that the device is already programmed to the most sensitive atrial setting. The lead remains in use. No patient complications have been reported as a result of this event.